Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of 130ml of orencia (30ml abatacept/750mg) was programmed to infuse at 200ml/hr for 30 minutes however it took over an hour to complete. The primary infusion was 100ml of 0.9 ns. There was no patient harm.

Event description:
The customer reported that a secondary infusion of 130ml of orencia (abatacept 30ml /750mg) was programmed to infuse at 200ml/hr for 30 minutes however it took over an hour to complete. The primary infusion was 100ml of 0.9 ns. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 20028e, 100ml baxter bag ndc (B)(4), lot number: p379065, exp dec, 19 0.9% sodium chloride. The customer¿s report of an under infusion was neither confirmed nor replicated, however backflow from the secondary to the primary was confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing showed the pump module was delivering slightly out of specification on the low side when tested as received, however the error was not enough to be a significant factor in the reported event. After the pump module was calibrated it was found to be delivering fluid within specification. During visual inspection there were no anomalies observed with either the primary or secondary sets and there were no leaks observed from either set; however, backflow was observed from the secondary container into the primary container due to a faulty check valve. The root cause of the reported under infusion was not identified as backflow from the secondary into the primary would appear as an over infusion (secondary bag emptying faster than expected) and not an under infusion. The check valve failure is not considered a factor in the reported event and the root cause was not identified.